Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify blank display, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked battery tube threads and missing display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and open book image. Customer stated that the insulin pump was wet. Customer stated that they received insulin pump error alarm before the open book image was displayed on the screen. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and inserted battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.